Manufacturer narrative:
The bench service engineer (bse) evaluated the device the device at a bench service center. When the bse selected the "service" button in the diagnostic mode, the device shut down and restarted each time. The bse determined that the issue was being caused by the central processing unit (cpu) printed circuit board assembly (pcba). A replacement cpu pcba would be required. The bse was unable to retrieve the devices diagnostic report (drpt). The bse replaced the cpu pcba to resolve the issue. Following the part replacement the bse completed a performance verification test (pvt) which the device passed, confirming that the device had been returned to full functionality. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that device shutdown unexpectedly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device the device at a bench service center. When the bse selected the "service" button in the diagnostic mode, the device shut down and restarted each time. The bse determined that the issue was being caused by the central processing unit (cpu) printed circuit board assembly (pcba). A replacement cpu pcba would be required. The bse was unable to retrieve the devices diagnostic report (drpt). This investigation is ongoing.